Event description:
It was reported that a stent profile issue occurred. After a synergy drug eluting stent was implanted, the stent was noted to be undersized.

Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided.